Manufacturer narrative:
(B)(4). This report was previously submitted under an incorrect MFR # (0001822565-2025-04179), this report is being submitted to correct this information. G2: foreign. Event occurred in (B)(6). The reported event could not be confirmed. Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined as the product has not returned for evaluation and the provided photos do not fully depict the seals. The device history records were reviewed and anomalies/deviations were identified. The root cause of the reported event can be attributed to a manufacturing issue. Actions have been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile package was crushed by heat prior to use. During preparation, the product¿s packaging was found damaged, rendering sterility questionable, and the product was not used. The product was replaced, which reportedly took approximately 5 minutes. There was no patient involvement.